Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that two days post implant, a pacemaker dependent patient presented in the emergency room due to fainting. Loss of capture was initially observed on the lv lead, and then on the rv lead when patient sat up from a supine position. The leads were found to be dislodged. Both leads were successfully repositioned. The patients condition was stable after the event.